Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported the adc freestyle libre sensor provided a message 'hi' (reading greater than 500 mg/dl) for 12 hours, and during this time he/she self-treated with "multiple insulin injections" (dose/type unknown). It was further reported the customer experienced a loss of consciousness and paramedics were called and transported the customer to a hospital. At the hospital, customer was diagnosed with hypoglycemia and "injected with sweet water probably glucagon". A reading of 129 mgd/l was obtained on a hospital meter compared to a sensor scan result of 'hi'. No further treatment was reported. There was no report of death or permanent injury associated with this event.

Event description:
Customer reported the adc freestyle libre sensor provided a message 'hi' (reading greater than 500 mg/dl) for 12 hours, and during this time he/she self-treated with "multiple insulin injections" (dose/type unknown). It was further reported the customer experienced a loss of consciousness and paramedics were called and transported the customer to a hospital. At the hospital, customer was diagnosed with hypoglycemia and "injected with sweet water probably glucagon". A reading of 129 mgd/l was obtained on a hospital meter compared to a sensor scan result of 'hi'. No further treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The reported complaint does not pertain to the freestyle libre reader. Therefore no further investigation into the reader will be required. A DHR (device history review) for the freestyle libre sensor and sensor kit was reviewed and the DHR showed the freestyle libre sensor and sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show that the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.